Event description:
Same event as MFR report# 3005188751-2011-00086. This event is reportable based on eval completed on (B)(6) 2011. It was reported while attempting to insert the brk needle into the dilator. The needle became blocked half way through the length of the dilator. After a few attempts, it was noted that the dilator was punctured where the needle met resistance. The procedure was completed with a new needle and a new dilator. There were no consequences to the pt. Eval of the returned needle revealed a severe bend which correlates with the location of the perforation in the dilator.

Manufacturer narrative:
One brk needle and stylet was received for eval along with the dilator used for the procedure. Visual inspection during the sanitization process revealed a small piece of blue plastic, which was consistent with dilator material. Further inspection confirmed the piece of blue plastic was from the hole made by the needle when it perforated the dilator. There was a severe bend in the needle located distal to the handle. The bend correlates with the location of the perforation in the dilator. This bend is the cause for the reported insertion difficulties and device perforation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with use/user error. The IFU for the transseptal needle used with this product instructs the user to "inspect all components before use. Prior to inserting the device into the pt, pre-assemble sheath and dilator, advance the needle/stylet assembly through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly."